Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the investigation is based on event description and returned device. The filter could not be advanced through the valve and the procedure was completed with another device with no harm to the patient. The most proximal 10cm of the sheath with the hub was returned. The red safety button was not pressed, ie the system was still locked. The sheath was kinked approx. 3.7 and 10cm from the hub and the femoral introducer with the loaded filter stuck inside and could not be advanced. After cutting and removing the sheath the filter hook was found reaching the most proximal kink in the sheath and the femoral cup with the loaded filter legs sticking inside the hub. After removing the sheath the filter could be advanced through the hub and based on these findings it is suggested, that the kink caused the reported advancement difficulties. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: other/inventory coordinator. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Filter would not pass through hemo valve. Additional information received 04feb2019. "Procedure was completed with another cook celect filter." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.